Event description:
It was reported that during an unspecified stenting procedure, the endoscopic covered biliary 8mm x 10mm stent was unable to deploy at an unspecified location. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".